Manufacturer narrative:
Submit date 06/02/2011. An investigation is currently underway. Upon completion, the results will be forwarded. (B)(6) has requested additional information but no additional information was available, if additional information is obtained, the medwatch form will be updated.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a PICC. The customer reports that they found a crack in the tubing close to the hub. The mother was cuddling the baby and while transferring the baby back to the isolette, a moderate amount of serosang fluid was noticed on the mother's gown and had soaked through one layer of a towel. The nurse noted it was the PICC line that was leaking, and all connections were intact. She noted blood flashback in PICC tubing and fluid on the outer tubing. The PICC was clamped and dr. (B)(6) was made aware of the leakage. The doctor made the decision to start a piv and remove the PICC line. The piv line was inserted on the same day. There was no report of any ill effect to the patient.